Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called in to report low blood glucose levels ranging from 35 to 93 mg/dl. The customer treated with food and glucose tablets. A problem could not be found through troubleshooting. The customer was advised to contact their healthcare provider regarding their low blood glucose levels. The customer was advised to call back if problems persisted. The product was not returned for analysis.